Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call on (B)(6) 2018 a recurring hardware low level failure and software error alarm. Blood glucose level at the time of the incident was 5.6mmol/l. No symptoms or treatment of patient required. Trouble shooting did not occur. Product will be returned and a replacement insulin pump will be shipped to customer.

Manufacturer narrative:
Device passed selftest and displacement test. No software error detected during testing or noted in downloaded history. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures alarm confirmed in the insulin pump history due to broken traces on keypad assembly.